Manufacturer narrative:
The immucor laboratory tested retention product which performed as expected. The immcuor laboratory also tested a blood sample returned from the customer site which duplicated the unexpected negative outcome that the customer had also obtained.

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.